Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up, down, and ok buttons were not working well for some time. The patient reportedly wore the pump attached to a belt and did not clean the pump. This report is made based on the allegation of a keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the pump was returned with visible moisture in the display. The pump fails to power on. Leak testing revealed a keypad leak. Visual inspection revealed that the audio bolus button is torn. A damaged button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. There was moisture damage found on the pcb during investigation. Testing for the alleged keypad button issue could not be adequately completed due to the inability to power on the pump.